Event description:
Customer cut thumb while attempting to remove a jammed (B) (6) cartridge from the dca 2000 instrument. The employee washed and bandaged the cut. A material safety data sheet was provided upon request. The occupational health department at the reporting facility provided instructions concerning care of the laceration.

Manufacturer narrative:
This event is being reported because it occurred in a potentially biohazardous environment.